Event description:
The pt experienced compound fractures to both the right tibia and fibula. On november 4, 1997, a solid tibial nail and locking screws were implanted. During a routine x-ray, non-union of the fracture was discovered along with three broken locking screws. On may 29, 1989, the nail and screws were explanted and the fractures was casted.